Manufacturer narrative:
The customer declined ge healthcare repair. No further information available. No patient information provided to date after calls to customer (B)(6) 2020.

Event description:
The hospital reported a malfunction of the bag to vent switch preventing the selection of the desired ventilation mode. There was no report of patient injury.